Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: during investigation, the battery compartment was cracked above the grip pad with a leak. Moisture was found in the battery compartment, and on the transceiver board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged the battery compartment was cracked with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.